Event description:
Patient initially reported the battery had to be changed every 1-2 days in the infusion device. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the acid of the super-cap leaked out as a result of a manufacturing error. Therefore, the super- cap and surrounding electronic parts are corroded. This led to high power consumption and a quick voltage drop; therefore, no w2 battery warning appeared before the e2 battery empty error. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint can be verified. The insulin pump's electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) warning was triggered before the e2 (battery empty) error. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. The battery cover passed the optical inspection.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.